Event description:
It was reported that the left ventricular lead exhibited capture anomalies and greater than 2000 ohms impedance. The lead was explanted. A new lead was not placed, as access to the coronary sinus could not be regained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.